Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed and reproduced. It was caused by a failed motor. As a result, the motor assembly was replaced.